Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 10ml syringe was received and evaluated. It was observed there was significant deep scratches in a "v" shape pattern on the collar and bottom of the barrel. The damage to the syringe was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9116635 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the syringe 10ml ll eurographics has been found damaged before use. The following has been provided by the initial reporter: damaged syringe in the package the device was kept.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ll eurographics has been found damaged before use. The following has been provided by the initial reporter: damaged syringe in the package. The device was kept.